Event description:
It was reported that upon interrogation of device, the battery voltage was below the recommended replacement time (rrt). The device was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).